Event description:
Attorney reported: on (B) (6) 2003, a composix kugel hernia patch, 11cm x 14cm (based on this, assumed to be product code 0010205) was used to repair pt's hernia defect. As a result of the patch's defective nature, pt suffered injury. On (B) (6) 2007, pt developed severe abdominal pain, nausea and vomiting thought to be related to her previous hernia operation. On (B) (6) 2008, pt's physicians explored her hernia site surgically in order to determine the cause of her symptoms. At that time, they discovered that the composix kugel patch was broken in several places and it was removed. As a result of the pt's defective nature, pt suffered injury. Pt has suffered and will continue to suffer injury, physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.